Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up with the hospital pathology, it was learned the device is not available for return and evaluation. However, DHR view was s device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider has indicated this device was explanted for stenosis and regurgitation due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Unfortunately, the device is not available for evaluation but it can be assumed that the gender and multiple comorbidities of this patient, with the length of implant, contributed to the calcification of this device. However, without return of the device for evaluation, we are unable to confirm the clinical observations.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm pericardial aortic valve, implanted approximately eleven (11) years and seven (7) months, was explanted and replaced with a model 3000 23mm aortic valve. It was learned through follow up with the health care provider that this device was explanted for stenosis and regurgitation due to calcification. The operative report indicates multiple procedures were performed. The aortic valve was replaced as the old valve was dehisced and the leaflets were heavily calcified. Two of the leaflets had dehisced from the commissural areas. The patient's native mitral valve leaflets were restricted and were excised. Patient was implanted with a mitral bioprosthesis. The tricuspid annulus was dilated and was repaired with a tricuspid band. Of note, there was yellowish fluid in the right chest which was aspirated and removed. Overall, he tolerated the procedures well. Patient was stable for discharge to home on pod-4. The operative report also indicates possible endocarditis.